Event description:
It was reported that the reporter was in the process of imaging the pump on the date of the report for a pump flip. The anterior posterior (ap) view was reportedly inconclusive. The patient was not having symptoms, but the healthcare provider (hcp) was unable to do the refill. The patient reported falling a week go monday (approximately (B)(6) 2015). The patient would be revised on ¿monday¿ so they could flip her pump over. The pump system was being used to infuse lioresal (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).